Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to pacing not delivered when required, perforation on the heart wall, high pacing thresholds, and loss of capture with asystole greater than two seconds. This lead was repositioned. No additional adverse patient effects were reported.